Event description:
The customer reported that the unit alarmed data error and cannot be reset. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient's information; however, there was no response.

Manufacturer narrative:
As a preventative measure, fse replaced the data acquisition (da) pcb. Unit successfully passed performance verification and is ready for use. Failure investigation (fi) lab received the data acquisition (da) pcba for evaluation. Visual inspection of the da pcba revealed no evidence of damage or contamination. Fi technician installed the da pcba into the fi test ventilator. Operational test was performed and passed. The root cause for the reported problem could not be determined due to no problem found.